Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was found to be dislodged post implant in the recovery room which was confirmed upon x-ray. The patient was taken back to the cath lab. The lead was repositioned successfully. The patient was stable.